Event description:
The customer reported an issue capturing a 12 lead ECG. There was no report of negative patient impact.

Manufacturer narrative:
(B)(4). The customer reported an issue capturing a 12 lead ECG. There was no report of negative patient impact. The device was evaluated by a philips field service engineer. The reported symptom could not be reproduced. The device passed all performance verification testing. We are unable to determine the cause of the reported symptom as it could not be reproduced.